Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they received a no delivery alarm. The customer's blood glucose was 460 mg/dl at the time of incident. The customer stated that the display would shut off. Troubleshooting was declined for the no delivery alarm. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis.